Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received multiple pump errors like the customer received pump error 3 (the main arm cannot communicate with the motor arm), the customer received pump error 19 (generated if minute event is not received from motor processor or the sw watchdog task is not running properly), and the customer received pump error 53 (software error detected). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer reported receiving a pump error. Customer was able to clear the error and complete rewind if requested. Conducted fill cannula delivery test but delivery was not recorded in daily history. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1885 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0873 inches. Successfully downloaded history files and traces using thump. No pump error 53, pump error 3, or pump error 19 alarms during testing. Pump error 53 was present in the history download on 03/12/2025 13:16:46.000 (file number: 2002/32107; line number: 1541/458) due to hardware error. Pump error 3 was found in the history files on 03/12/2025 13:16:46.000. Pump error 19 was found in the history files on 03/12/2025 13:16:38.000 due to a hardware error. Pump was cut open to perform visual inspection and found moisture damage on the battery tube, pcba 1 and motor home switch. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Pump error 53 was confirmed due to hardware error. Pump error 3 was confirmed due to pump error 53. Pump error 19 was confirmed due to hardware error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.